Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient has pocket site discomfort as a result of pocket site irritation. It was noted that the ipg was slipping in and out of the original pocket site. The patient will undergo a revision procedure wherein the ipg will be relocated. No device malfunction was suspected.

Manufacturer narrative:
Additional information was received that there will be no further course of action.

Event description:
A report was received that the patient has pocket site discomfort as a result of pocket site irritation. It was noted that the ipg was slipping in and out of the original pocket site. The patient will undergo a revision procedure wherein the ipg will be relocated. No device malfunction was suspected.

Manufacturer narrative:
Additional information was received that the patient¿s ipg was hurting and had drainage at the battery site. It was also noted that the ipg was migrated out of the skin. The patient underwent an ipg replacement procedure. The patient was reportedly doing well post operatively. The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient has pocket site discomfort as a result of pocket site irritation. It was noted that the ipg was slipping in and out of the original pocket site. The patient will undergo a revision procedure wherein the ipg will be relocated. No device malfunction was suspected.